Event description:
It was reported that the stent did not deploy correctly and when the catheter was pulled back post stent deployment, the stent also pulled back landing in the introducer sheath. The stent was released with some difficulty and at that time the user noted that the tip from the catheter had become detached and adhered to the guidewire. The guidewire with the tip attached was removed. It was reported that there was no effect to the pt. The event occurred in (B)(6).

Manufacturer narrative:
The device was returned and analyzed. The investigation concluded that the physician did not fully deploy the stent per the IFU prior to initiating device withdrawal procedure. When the thumb slide was moved proximally and locked, the proximal end of the stent was trapped inside the delivery system. As the physician withdrew the delivery system with the stent still attached through the introducer, the stent became constrained trapping the tip.